Event description:
While operating on ac power, the pump powered off by itself without sounding an audible alarm tone. At an unspecified time, the pump was programmed to deliver a hydration fluid at a kvo (keep vein open) rate on the primary line and the delivery was started. The secondary line was used intermittently for unspecified antibiotic therapy. The device was plugged into an ac outlet. Throughout the night, the device sounded audible alarm tones for unspecified alarm conditions. Each time the nurse responded to the alarm, it was noted that the device had powered off. Therapy was continued on the same device. At an unspecified time during the day, the patient called the nurse into the room because the device had powered off. The nurse reprogrammed the device, waited to observe the device, and saw the device power off on its own without sounding an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.